Event description:
Related manufacturer reference number: 2017865-2022-45336. It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the initial pacemaker, it was noted that the pacemaker failed to pace. The physician attempted to use an additional pacemaker and was noted to exhibit pacing failure. Both pacemakers were not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of no pacing was not confirmed. As received, the device was above elective replacement indicator (eri) level. Visual inspection, longevity assessment, and output verification were normal and no anomalies were found.